Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with retinopathic scoliosis, double major curve, progressive. Procedures: 1. Posterior spinal fusion from t4 to l3. 2. Posterior segmental spinal instrumentation t4-l3 using titanium legacy 5.5 millimeters rods and a left-sided cobalt chrome rod. 3. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix. Per-op notes: "..so, at this juncture we went ahead and decorticated the posterior elements and used decorticated bone to use as local bone graft and augmented this with rhbmp-2 and demineralized bony matrix. We made sure that we packed lateral bone and rhbmp-2 at the area of the facet joints, so got at least facet fusion and of course interlaminar fusion as well. No complications were noted.